Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported it seemed like the pump connector seal was loose and leaking slowly. The representative was going to pick up the pump from the hospital to return.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n171047006, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-sep-06 from an hcp via a business partner reported the baclofen concentration was 2000 mcg/ml, and the dose was 520 mcg/day at the time of the event. The last refill date was reported to be (B)(6) 2017. On (B)(6) 2017, it was noted there was mild effusion/puffiness versus increased subcutaneous fat over the pump. The patient commented on slight weight gain. On (B)(6) 2017, it was noted there was continued fluid collection around the pump. Baclofen fluid was identified in the pump pocket via a pathology test on (B)(6) 2017. The baclofen fluid in the pocket was identified as ¿baclofen quantitative fluid ¿ 1.5 mcg/ml+ lioresal¿. Csf leakage identified by the pathology test showed beta-2 transferrin, and body fluid was ¿detected¿. Aspirated fluid from the above the pump site was positive for both baclofen quantitative and csf. Abdominal x-rays notes included ¿the pump generator pack is seen overlying the rlq. The catheter is mildly coiled in sq tissues of lower back¿. The distal tip of the catheter was at the t12 level. Treatment included consultation with a neurosurgeon. Surgery was scheduled for (B)(6) 2017 for a baclofen pump revision for suspected discontinuity in system. The patient was admitted on (B)(6) 2017. Concomitant medications included oral miralax (polyethylene glycol) and a nexplanon (etonogestrel) subdermal contraceptive placed in the arm on (B)(6) 2017. The patient¿s weight was reported to be 75 pounds. Additional information received on 2017-sep-12 from an hcp via a business partner reported the specific brand of baclofen was gablofen. The patient¿s weight was reported to be (B)(6) kilograms. Additional information received on 2017-sep-14 from the representative reported the cause of the fluid in the pump pocket was due to a leak at the pump connector. The full system was replaced on (B)(6) 2017.

Manufacturer narrative:
The other relevant components include: product ID 8709sc lot# n171047006 implanted:(B)(6) 2008 explanted:(B)(6) 2017 product type catheter analysis of the pump found no anomalies. Analysis of the catheter found that there was coring/tears/cuts in the seal of the sutureless catheter connector, which met the leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 8709sc, lot# n171047006, implanted: (B)(6) 2008, product type: catheter. Product ID 8709sc, lot# n171047006, implanted: (B)(6) 2008, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there was fluid in the pump pocket. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The hcp did a pathology test, which resulted in identifying cerebrospinal fluid (csf) and baclofen on the pocket. The patient was referred to a surgeon for surgical intervention. Surgical intervention did not occur; however, surgical intervention was planned, but not scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient¿s medical history was asked and would not be made available. The patient¿s weight was unknown, but the representative would follow-up for more information. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.